Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient is receiving a cannot connect to generator message. The patient had a surgery on (B)(6) 2021 and turned the device on surgery mode. Following the procedure, the patient was unable to turn their therapy back on and the message appeared. Troubleshooting was performed and the ipg was recovered. Effective therapy was established post-operatively.